Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and threshold suspend. Customer also indicated that insertion and site placement have been issues during normal use. The customer indicated that the sensor glucose was unknown and blood glucose was 374 mg/dl and was hospitalized for diabetic ketoacidosis. Customer indicated that they needed assistance with carelink and troubleshooting ended.